Manufacturer narrative:
(B)(4). Multiple attempts were made to gather additional information regarding the model, serial number and implant date of the valve, as well as the reason for the valve explant and explant procedure date. Patient medical records and procedure op notes (implant and explant) were not available for review. In this case, there was no indication a product deficiency contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Medical record review revealed 2 years and 4 months post implant of a 23mm sapien xt valve, the patient was admitted to the hospital. The patient was ¿bacteremic¿ and endocarditis was suspected based on the appearance of the sapien xt valve. A tee was performed. The tee indicated severely decreased left ventricular systolic function and a calculated lvef of 29%. The sapien xt valve appeared to be thickened and calcified. No mobile component was observed. The valve also appeared to be functioning abnormally. Severe intravalvular regurgitation, mild paravalvular regurgitation and stenosis were present. The effective orifice area measured 0.5cm2 with a mean gradient of 71 mmhg. Compared to the prior study performed 1 year earlier, there was a progression of aortic stenosis as well as severe aortic regurgitation. A cardiac MRI showed no evidence of protein deposition within the heart. Following discussion with the patient, the decision was made to explant the sapein xt valve and implant a surgical aortic valve. During the procedure, the aorta was found to be soft and free of calcific disease. The sapien xt valve was densely adhered to the native leaflets of the aortic valve as well as to the annulus and the subvalvular apparatus. The sapien xt was ¿completely deteriorated¿ and had multiple small thrombi on the leaflets with stiffening and thickening of the entire apparatus. The valve was carefully explanted. Debridement of the annulus was performed. Stiches were placed around the aortic annulus and the anterior leaflet of the mitral valve was reattached. A small ventricular septal defect on the non-coronary cusp (ncc) side of the membranous septum was also observed and repaired. Following sizing of the aortic annulus, a 21mm edwards magna ease valve was successfully implanted. Chest tubes were placed and the heparin was reversed. The procedure was completed and the patient was transferred in stable condition. The postoperative course went well. The patient was discharged in stable condition on postoperative day (pod) 8. Gross examination of the explanted valve revealed an intact metal frame which had a moderate amount of attached pink-red to yellow calcified soft tissue. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the sapien xt valve appeared to have severe stenosis with severe intravalvular regurgitation 2 years and 4 months post implant. The exact cause of the valve stenosis and regurgitation cannot be confirmed; however, patient comorbidities likely contributed to the valve stenosis / regurgitation and subsequent valve explant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, an edwards lifesciences territory manager was informed of a planned sapien valve explant. The model, serial number of the valve and implant date are not known at this time. The valve explant procedure has been performed; however, the date of the procedure and the reason for the valve explant are not known at this time.